Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Scoliosis surgery. Dr. (B)(6) was performing final tightening of the locking caps on the expedium 5.5 titanium system. While doing so, dr. (B)(6) stripped the distal end of the shaft of the torque drive shaft and completed the case with the other torque drive shaft present in the set. No delay was obtained, no patient information was obtained. Dr. (B)(6) was able to complete the case with the same/like product without problems. No implant information was obtained as the problem was not due to the implants, but rather to the 25x torque drive shaft. Nothing fell into the patient. And I have nothing further to add.

Manufacturer narrative:
One (1) mmsi final tightener ¿ x25 driver [product code: 2797-12-600, lot no: gm4453902] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the hexlobes on the x-25 driver distal tip had become stripped. Also, the observed damage notes that it is in the direction of tightening. This damage is consistent with a driver that was subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the driver becoming stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the tightener¿s distal tip becoming stripped cannot be positively determined. However, the observed damage is localized to the distal tip of the tightener drive feature suggesting that this driver was subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip becoming stripped.as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.